Manufacturer narrative:
Findings: there was an alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, error test, off no power test, occlusion test and no delivery test due to alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube, belt clip slot, reservoir tube lip, minor scratched and cracked display window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.